Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on the lcd board. Unable to verify no delivery test or perform prime, the excessive no delivery and displacement tests due to no button response. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he received a no delivery alarm while bolusing. The up and down arrow buttons on the insulin pump were unresponsive. He was unable to clear the no delivery alarm by pressing the esc and act buttons. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.